Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. The most likely cause of this type of event is patient non-compliance with the post-op protocol. The product directions for use states: post-operatively, until healing is complete, the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not release the device.

Event description:
It was reported that a cmc mini tightrope was used in a left hand procedure on (B)(6) 2015. The middle tightrope suture broke. A revision surgery was performed on (B)(6) 2015. Follow-up investigation: patient had the following procedures performed on (B)(6) 2015: left trapeziometacarpal arthroplasty, left ulnar neurolysis, and endoscopic left carpal tunnel release. On (B)(6) 2015, patient reported to surgeon that she has had progressive worsening of the left thumb pain over the past few weeks. She denied interval injury or change in activity. She described experiencing pain with any pinching or gripping actions. Surgeon's examination showed the first metacarpal instability with axial load, diffuse basal thumb tenderness, and pain with pinch. Three x-ray views (not provided) taken that day showed loss of trapezial space as compared to prior films. Surgeon determined findings were consistent with mini tight rope structural failure. Revision surgery was performed on (B)(6) 2015.